Event description:
It was reported to boston scientific corp that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, during the procedure, the basket was utilized to retrieve and crush a stone. During the second attempt to retrieve another stone, the tip detached and became lodged within the pts' bile duct. Attempts to retrieve the tip were unsuccessful due to additional stones within the duct that were restricting access and limiting maneuverability. The procedure was not completed due to this event. The pt will be re-scheduled at another facility where attempts to retrieve the remaining stones and basket tip will be made. The pt was reported to be comfortable with no pt or distress.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.